Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 80% stenosis). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 80% stenosis). (B)(4).

Event description:
The physician intended to use an endeavor sprint drug eluting stent in the lcx. The lesion had 80 % stenosis, was pre-dilated but the device could not pass the lesion. Resistance was encountered when advancing the device. When the device was removed it was reported that the stent was damaged. There were no patient complications reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 11th proximal stent segment was raised and deformed.